Manufacturer narrative:
(B) (4). Device evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The exact cause of the event is then impossible to determine.

Event description:
The pt presented with "a lot of swelling" on the left side of the face and a bruise originating at the injection site which "has traveled up the cheekbone" beginning the day after injection with juvederm ultra plus in both nasolabial folds. Pressure and ice were prescribed. Additional info received noted, the pt had to go to the emergency room due to the skin condition worsening. The pt was diagnosed as having a skin infection: "cellulitis." Further info provided via mail by the physician noted, the adverse events are probably not related to the juvederm ultra plus treatment but intervention was required; oral darvocet n100, helped discomfort, oral zpack, IV antibiotics and oral steroids. The pt returned to the emergency room each day for three days for IV antibiotics. The pt had a slight cold at time of injection. The doctor additionally noted: "saw client and beginning to see improvement - has residual redness and inflammation left cheek continue with gentle cleanser and moisturizer. Still receiving IV antibiotics - infection not completely resolved." Follow up findings per the physician's staff: the pt is doing better, however, the symptoms have not fully resolved. The pt is taking oral antibiotics and continues to follow up with the physician. The symptoms are on the left side of the face only. The physician believes that it is "probably not" related to the juvederm treatment but the physician doesn't know why the symptoms are ongoing. It was noted during the pt's treatment with juvederm that the pt had "a little cold." The injecting rn cleansed the pt's face prior to treatment but the pt blew nose just before treatment and the rn did not cleanse the face again before injecting. Note that the physician previously prescribed medication only to hasten resolution of symptoms and not to prevent worsening of symptoms that would lead to permanent damage. The FDA requested that this event be re-evaluated, a device history review performed, and a medwatch submitted. The medwatch is submitted within 30 days of new info being received.